Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified (B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event: customer reports over infusion, tubing not saved. Pump set at 25ml/hour for a total of 120ml pump infused 120ml between the time of 1811-1915, administered the medication (magnesium) to the patient, no injury or patient harm reported.